Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 499 mg/dl at the time of the incident. Customer does not allege pump was under delivering. The customer was assisted with troubleshooting and declined for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Customer will not returned device for analysis.